Manufacturer narrative:
After battery installation, the unit powered up with a blank display. The vibrator was vibrating every 3 seconds with the notification light flashing. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the device powered up normally. The problem seems to be isolated to electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump started alarming with a picture of a book and question mark. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.